Event description:
The user facility reported they experienced a total loss of image during two separate procedures, on two separate days. During one procedure, the image "went stark white" and then completely blacked-out. They were unable to retrieve the image, and the procedure was aborted. The second time the physician experienced the image loss, they turned off the device and let it cool down. The user turned the device back on and the image returned. The procedure was completed with the same device. There were no allegations of harm in either case.